Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9236-03pp trials central peg broke off. This occurred during an unknown case, there was no patient effect reported.

Manufacturer narrative:
Complaint confirmed, the central peg broke off. The loose fragment was returned and its od was found to meet specifications. A likely cause of the event is user-applied mechanical forces.